Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: pvi724197v: the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4). Concomitant products: 6935m62, implantable tachy lead, implanted: (B)(6) 2013; 5076-52, implantable pacing lead, implanted: (B)(6) 2013; d334trm, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013.

Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.